Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008. (B)(4).

Event description:
Per the patient¿s family following implant the patient started having overdose symptoms. The daily dose was decreased by 50% and the overdose symptoms decreased but the patient¿s low back became more painful. The daily dose was increased by 10% about 1 month ago and did not help the pain. The daily dose was increased again by 10% a week ago and the overdose symptoms started (B)(6) 2015. The patient¿s daily dose of morphine was changed from 3.0 mg/day to 1.5 mg/day. The patient¿s bupivicaine, changed from .3747- .1873mg/day and clonidine, changed from 7.5-3.75mcg/day. Per the ICU (intensive care unit) the patient¿s symptoms were lethargy and respiratory distress. The patient¿s status at the time of the report was noted as alive, no injury. The cause of the symptoms were unknown per the reporter. It was noted that narcan was administered on (B)(6) 2015 and the patient became alert for about 30 minutes, then lethargic again. Further information received on (B)(6) 2015 indicated that per the hcp the patient was doing better, much more alert. The patient had taken 1 dose of 5 mg of oxycodone and reported less pain. The physician believed the symptoms were more likely from infection. On (B)(6) 2015 it was noted the reporter was unaware of any diagnostic testing. At last contact the physician informed the reporter that the patient appeared to be recovering well. The pump was used to deliver morphine, bupivacaine, and clonidine.